Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to erosion and infection. No additional adverse patient effects reported. The ra lead remains in service.